Event description:
It was reported that the patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted for unspecified reasons. No patient complications were reported.